Event description:
The customer reported that he purchased a contour next one meter in UK from amazon and the meter was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The customer returned the meter to amazon. Therefore, the device is not expected to be returned for evaluation.

Manufacturer narrative:
The customer retuned the suspected contour next one meter to amazon and bought a new meter from their local pharmacy with correct units of measurement. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The product information was not provided. Therefore, no information was captured in section d4 (model # and serial #), and the device manufacturing date (h4) could not be determined.